Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. There are 22 t-wave oversensing (twos) episodes recorded on (B)(4) 2013.

Event description:
It was reported the device detected t-wave oversensing (twos) which resulted in the patient receiving a 35j shock. The device remains in use. No further patient complications have been reported as a result of this event.